Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, the cause for this issue was very likely improper handling by the customer, application of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, a part of the working end of the grasping forceps is broken. So, the connection to the jaws is not given and that means it is not possible to grasp anymore. There were no reports of patient involvement.